Event description:
While the pt was taking a shower, she felt a pinch in her neck and her stimulation turned off. The pt was able to turn the device back on again. No recharge efficiency bars darkened when she tried to recharge. The pt was seen in clinic. She had lost stimulation in her hands and had a return of pain symptoms. The device turned on and off 3-4 times. An x-ray was taken to see if the leads had moved (results not reported). The impedance on the #3 electrode was greater than 4000 ohms, although that electrode was not used in the pt's stimulation program. The implantable neurostimulator was able to be recharged in the office. Reprogramming of the implantable neurostimulator was unable to provide stimulation below the pt's elbows. At revision, the original cervical lead was replaced with 2 quadripolar leads. The implantable neurostimulator was also replaced. The pt had good stimulation coverage in her hands post-surgically.